Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a loose connection of the footswitch. The investigation was performed considering complaint description, cs reports, system history and system log files. The investigation showed that x-ray functionality via footswitch was no longer available. According to the customer service engineer (cse), the footswitch was not properly plugged in at the base of the table. The footswitch plug is secured to the corresponding "jager" socket located at the base of the table by a lock nut. It is therefore not possible that the connection became loose by itself. After the footswitch was plugged in again by the cse there were no further issues and the system works as intended. It is to be noted that image acquisition via the handswitch was still possible and c-arm and table movement were still available. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no fluoro and acquisition release was possible from the footswitch. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.